Event description:
It was reported that the pt developed an anterior lateral solcus mesh exposure approx 5 months after placement.

Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore, the device history record could not be reviewed. A manufacturing review was conducted and there was nothing found to indicate there was manufacturing related cause for this event. (B)(4).